Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield swivel adaptor (a1018) was returned for evaluation. The reported complaint was confirmed. The nylon washers and the retaining rings are worn. Evaluation showed that the teeth are worn on the swivel sleeve. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required.

Event description:
A facility reported that when mayfield swivel adaptor (a1018) was secured, the attachment was loose. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.